Event description:
Secondary glaucoma [secondary glaucoma]. A literature article (journal of cataract refractive and surgery june 2003; vol29: 1226-1227) reported four cases who underwent phacoemulsification with posterior chamber intraocular lens (iol) implantation. Phacoemulsification was complicated by a central posterior capsule rupture and a posterior chamber iol was implanted after the tear was covered with sodium hyaluronate. The volume of hyaluronate used to tamponade the posterior capsular tear was 0.4 to 0.6 cc. At the end of surgery, an anterior chamber wash was attempted aimed to remove the sodium hyaluronate but a complete removal was not possible due to the complicated nature of the surgery. The anterior chamber wash was given using the infusion-aspiration probe of the phacoemulsification machine. No attempt was made to remove the sodium hyaluronate lying posterior to the iol. No vitreous loss occurred during surgery, and no vitrectomy was performed. No nuclear fragment or cortical matter was lost in the vitreous cavity. Dry aspiration was used to remove the remaining cortical matter. No blood entered the anterior chamber during surgery. Three days after phacoemulsification, the pt's intraocular pressure (iop) ranged between 44 and 50 mm hg and a secondary glaucoma was diagnosed. Maximal medical therapy was prescribed consisting of systemic acetazolamide (500 mg 4 times a day), syrup glycerol (1 oz 3 times a day), a topical beta-blocker, dipivefrin and intravenous mannitol. At 3 months after surgery, their best controlled visual acuity (bcva) was 20/30 and an inferior arcuate scotoma was present. The gonioscopy demonstrated wide, open angles and there was no evidence of primary glaucoma in the fellow eye. Ultrasound b-scan of the eyes, showed the presence of well-defined loculated, clear areas in the anterior and midvitreous, becoming gradually smaller and disappearing in 8 to 10 weeks. The iop was well-controlled within one week on timolol maleate treatment. Case comment: a causal relationship between the use of hyaluronate sodium and the occurrence of secondary glaucoma in this pt cannot be excluded, being eye surgery complications plausible alternative causes.